Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A2dr01 implantable pulse generator (ipg) 2013-(B)(6), 5086mri45 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that several days after implant the patient presented to the emergency room with diaphragmatic stimulation and chest pain/discomfort. A device interrogation noted no capture in the right ventricular (rv) lead and the r waves were diminished. A computed tomography (CT) scan noted an rv lead perforation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.